Event description:
It was reported by service report that the foot end of this stretcher would not lower. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Rue clip. Parts have been placed on order and will be replaced upon receipt.